Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address occlusion. There was no reported adverse impact to customer's blood glucose. As the occlusions occurred in the past, troubleshooting could not be performed.